Event description:
Information received indicates the left siderail could not be latched.

Manufacturer narrative:
The technician found that the siderail was missing the ratchet rivets. He replaced the ratchet rivets to repair the stretcher.